Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2017 a patient received an aortic valve replacement. A mitroflow dla21, 400779 was implanted. The patient passed away on (B)(6) 2017. No further information was received.

Manufacturer narrative:
The manufacturer received a patient report from the site on dec. 18, 2018. The following information has been included in an updated event summary: a (B)(6) female who presents with severe aortic stenosis and poorly controlled hypertension. Preoperative echocardiogram revealed a very thickened left ventricle with normal ejection fraction and severe calcific aortic stenosis. The patient had multiple syncopal episodes. On (B)(6) 2017 a mini aortic valve replacement was performed. Patient was debrided and all calcified leaflets removed. The site first attempted to place a large percival tissue valve. It appeared to be too large vessel was removed. A medium percival tissue valve was implanted. Transesophageal echocardiogram revealed well-functioning perceval tissue valve that opened and closed nicely with no paravalvular leak and what appeared to be good flow in the left main and right main coronary ostia. However, the ventricular function declined and based on tee the patient had minimal ventricular activity. Patient underwent CPR. The patient arrested with cardiogenic shock and was emergently taken back to the or for emergent sternotomy and placement on cardiopulmonary bypass. CPR was performed, and the site proceeded with reopening the patient and an internal heart massage was done. The site opened up the previous aortotomy site. The aorta appeared normal. The perceval tissue valve was inspected and it appeared to be in good position. Site reported concerns that the patient may possibly be intermittently obstructing the left main coronary ostia if the valve moves slightly as it was close to the left main. The site elected to remove the perceval tissue valve and placed a mitroflow 21mm tissue valve. The second procedure was performed, and the patient became more hemodynamically stable. Patient awoke on the second post op day and was gcs level 11. However, patient again arrested when trach was being performed and required aggressive CPR. Patient and returned to pre-trach hd status. The patient was cared for and appeared to be slowly improving. On (B)(6) 2018 the patient arrested with severe hypotension. Full CPR was preformed for > 1 hour with no cardiac response. Based on the information received no device malfunctions or functionality issues inherent to the device in question have been identified. The root cause of the reported patient death is deemed to be due to patient factors and procedural complications and the event is not device related.

Event description:
A (B)(6) female who presents with severe aortic stenosis and poorly controlled hypertension. Preoperative echocardiogram revealed a very thickened left ventricle with normal ejection fraction and severe calcific aortic stenosis. The patient had multiple syncopal episodes. On (B)(6) 2017 a mini aortic valve replacement was performed. Patient was debrided and all calcified leaflets removed. The site first attempted to place a large percival tissue valve. It appeared to be too large vessel was removed. A medium percival tissue valve was implanted. Transesophageal echocardiogram revealed well-functioning perceval tissue valve that opened and closed nicely with no paravalvular leak and what appeared to be good flow in the left main and right main coronary ostia. However, the ventricular function declined and based on tee the patient had minimal ventricular activity. Patient underwent CPR. The patient arrested with cardiogenic shock and was emergently taken back to the or for emergent sternotomy and placement on cardiopulmonary bypass. CPR was performed, and the site proceeded with reopening the patient and an internal heart massage was done. The site opened up the previous aortotomy site. The aorta appeared normal. The perceval tissue valve was inspected and it appeared to be in good position. Site reported concerns that the patient may possibly be intermittently obstructing the left main coronary ostia if the valve moves slightly as it was close to the left main. The site elected to remove the perceval tissue valve and placed a mitroflow 21mm tissue valve. The second procedure was performed, and the patient became more hemodynamically stable. Patient awoke on the second post op day and was gcs level 11. However, patient again arrested when trach was being performed and required aggressive CPR. Patient and returned to pre-trach hd status. The patient was cared for and appeared to be slowly improving. On (B)(6) 2018 the patient arrested with severe hypotension. Full CPR was preformed for > 1 hour with no cardiac response.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release.